Event description:
It was reported that the right ventricular lead and the right atrial lead exhibited capture anomalies. The leads were capped and replaced on (B)(6) 2017. No patient symptoms were reported. No further information was available.